Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to start of a da vinci assisted surgical procedure, the universal surgical manipulator (usm) of patient side cart (psc) would automatically return to its original position after targeting. An intuitive surgical inc., (isi) technical support engineer (tse) guided customer to re-deploy for docking and re-targeting which, successfully resolved their issue. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) received following additional information: the endoscope was installed on universal surgical manipulator (usm2) where it was having motion issues. The usms were connected to the cannula when the issue occurred. The instruments were also installed on the usms. The surgeon did not disable or discontinue the use of usm due to the issue. The procedure was completed robotically with the original configuration.

Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to an improper customer installation of the endoscope on patient side cart (psc), leading to targeting issues. Correction(s): annex c and d codes were updated.

Event description:
Refer to h11 for follow-up information.